Manufacturer narrative:
On (B)(6) 2013 an ocd field engineer (fe) arrived at the customer site and observed. The tips not being picked up properly. The fe performed calibration k0 and k2 to correct the problem. The fe performed the splld and customer software checks successfully. Repairs have returned this instrument to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).